Event description:
Customer tested a pt sample. The instrument returned a value of 320 seconds for pt. The customer observed a flat coagulation curve with no error code flagging the result. The duplicate test yielded a result of 326 secs with a slight curve and no error code. The pt had presented to the same facility one week prior with a pt of approx 50 seconds. The physician did not believe the results obtained on 2/12/96. The individual submitting the report to co stated that the pt "did not bleed when he was stuck." This clinical observation is not consistent with the pt results obtained on 2/26/96.